Manufacturer narrative:
H11: additional manufacturer narrative:updated sections b2, b3, b5, d4 (expiration date), h4, h6 (component code, health effect - impact code, investigation findings, investigation conclusions)calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including hyperlipidemia and coronary artery disease. The subject device is not available for evaluation as it remains in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.h11: corrected data:corrected sections e1 (first name, last name, telephone number), h6 (type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 1 month due to severe stenosis, calcification, and degeneration. The patient presented with sob and fatigue. The procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 23mm 11500a aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of over 3 years due to severe stenosis, calcification, and degeneration. The patient presented with sob and fatigue. Tavr has not been scheduled.